Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument shaft was "shaved" off and pieces fell into the patient's abdomen. The shaft fragments were immediately removed from the patient and the case was completed with another instrument and cannula accessory of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results and conclusion: the instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube has a two inch long section with material removed on one side of the tube. The damaged area is located one inch above the tube extension and is parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.